Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate profile 525cc, catalog number 3501685, serial number (B)(4), lot number 5603377. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary procedure with a saline mentor smooth round moderate profile 525cc and experienced deflation on the left breast implant. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the date of explant was actually (B)(6) 2018. (B)(4).

Manufacturer narrative:
On 05/04/18, it was reported to mentor that the patient had a history of bilateral hypomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/31/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation team observed a rent measuring 1.3 cm on the anterior view. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white material observed. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/27/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/27/18, it was reported to mentor that the date problem observed was (B)(6) 2018. In addition, the patient had undergone removal and replacement of the breast implants with saline mentor smooth round moderate profile 300cc, catalog number 3501645, serial number (B)(4), lot number 6908356 on the left breast implant and with saline mentor smooth round moderate profile 300cc, catalog number 3501645, serial number (B)(4), lot number 7540859 on (B)(6) 2018. In addition, the address of the facility is (B)(6). Manufacturer¿s reference number: (B)(4).